Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2019-oct-16 indicated the cause of the empty pump was the patient was in a long term care facility and the patient cancelled two appointments and did not reschedule. The empty pump was resolved and the patient's weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-sep-30 regarding a patient receiving gablofen (2000mcg/ml at 1226.2mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump was empty and per the event logs it occurred on (B)(6) 2019. The hcp was to confer with the patient and the physician. It was noted that the patient had no withdrawal symptoms due to the empty reservoir. No further complications were reported or anticipated.